Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Unrelated to this issue, the back pump label was peeling off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).